Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the balloon and not dislodged as reported. The distal end of the stent implant was over the distal balloon marker where it was originally crimped on. The full length of the stent implant, except for the first three rows of the distal end, were stretched proximally and mangled which was likely what was perceived by the account as the stent dislodged. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was peeling on the balloon at the first row of struts on the distal end for a length of 2 mm distally. The balloon, outer member, and inner member were bunched at the proximal end of the third row of struts of the distal end of the stent implant for a length of 7.5 cm. The outer member was separated 1.2 cm proximal to the bunching and the inner member was separated 7 mm proximal to the bunching. The fracture faces were stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a bend in the distal shaft 9cm distal to the guide wire exit notch. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The distal stent outer diameters were measured and met manufacturing criteria. The proximal and middle stent outer diameters could not be measured due to the damage noted. The inner diameters of the tip and guide wire exit notch were measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. In this case, due to the condition of the returned product, a conclusive cause for the resistance with the guide wire could not be determined; however handling of the sds in the attempts to remove the sds from the guide wire likely contributed to the noted shaft bunching, stent damage, balloon peeling, and shaft separation as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a 80% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity. Pre-dilatation was performed, and the 2.75 x 23 mm zeta stent delivery system (sds) was advanced; however, resistance was met with the bmw universal ii guide wire, and the devices stuck. An attempt was made to remove the sds, but resistance was met with the guide wire. During the removal attempt, the stent became damaged, and dislodged from the sds balloon. The sds and guide wire were removed as a unit with the dislodged stent. A 2.75 x 28 mm zeta, and a new guide wire were used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw guide wire is being reported under a separate medwatch report number.